Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure in the rt common femoral artery. While attempting to remove the device, the physician reported it was "hard stuck." The device was re moved and hemostasis was achieved with manual compression. The patient was fine after the procedure without any adverse effects. No additional information available.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.